Event description:
It was reported that during an interventional procedure, the balance middleweight guide wire was found split [separated]. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The guide wire separation was able to be confirmed. Based on a visual and functional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Sem analysis was performed on the guide wire and the results suggest that the guide wire issue may be attributed to core detachment from the hypotube. Residue (possibly adhesive) was observed on the inner surface of the hypotube and on the end of the core. The residue on the hypotube revealed radial impressions which resembled the grind pattern on the outer surface of the core. The analysis noted that there was core material visible inside of the hypotube and residue visible which suggests the guide wire was properly attached during manufacturing. Based on the reviewed information, no product deficiency was identified.